Event description:
It was reported that a "symptom" episode displayed on a remote transmission. The patient's activator for a previous diagnostic monitor triggered this command in the patient's current implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.